Event description:
Patient undergoing a left total knee arthroplasty. While hammering the trial, a corner portion of the depuy impactor broke off. (The impactor is a non-mechanical extension of a hammer.) Another impactor was obtained and the procedure continued. No injury or impact on the patient. The impactor was brought in by the depuy product representative (not hospital owned) and the representative took the impactor with him when he left.